Manufacturer narrative:
Evaluation: our evaluation of the returned device was unable to confirm the report. The snare head assembly has been cut from the drive wire, rendering the device inoperable. The other section of the drive wire and handle/sheath assembly was not included in the return. The returned portion of the polypectomy snare was subjected to a continuity test and found to be conductive. The condition of the product prohibited as full investigation. A discrepancy that could have contributed to the reported observation was not observed with the portion of the device that was returned. After a review of the device history record for this device, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because the devices were previously distributed. A review of the twelve month complaint history for this product family was conducted. Based on this percentage, the likelihood of this type of occurrence is rare. Conclusions: we were unable to conclusively determine a cause for this observation because the condition of the device prohibited a full eval. A definitive cause for the reported observation was unable to be determined after the evaluation of the device. The personnel at the user facility indicated this observation may be related to pt condition factors because the snare worked properly when removing the first polyp. The potential contributing factors include: size of the polyp (2cm), a good view of the polyp to be removed was unable to be obtained due to polyp size/location, and the physician experienced difficulty in maneuvering the snare inside the rectum where the polyp was located. The instructions for use direct the user to follow the electrosurgical unit MFR's guidelines for settings prior to activating the electrosurgical unit. The user is also directed to verify the settings are correct prior to use of the snare. Proper application of cautery is dependent, in part, on a secure connection to both the active cord and the electrosurgical unit. It is also dependent upon the conditon of the active cord used with this product. The info provided did not suggest the active cord or electrosurgical unit contributed to the reported observation. Prior to distribution, all soft acusnares are subjected to a visual inspection and functional test to ensure proper connection to the active cord. The functional test includes verification of conductivity using an ohm meter. A review of the device history record confirmed that this lot met manufacturing requirements prior to distributon. Corrective actions: no corrective action warranted at this time because the info provided suggests this may be related to pt condition factors. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.

Event description:
During a colonoscopy, the physician used a cook endoscopy soft acu-snare. The snare successfully removed one polyp in the colon. The same snare was used in an attempt to remove a second polyp in the colon that was 2cm in size. The medical personnel did not have a good view and indicated difficulty was experienced when maneuvering inside the rectum where the second polyp was located. The snare would not cut all the way through and became stuck on the polyp. The snare wire and catheter were cut and the pt was sent to a colerectal surgeon at the same facility for surgical removal of the polyp and snare. When the pt was in the operating room, the snare fell out of the rectum before surgery began. No retrieval or removal of the snare was conducted. The pt did not require any additional procedures other than what was described above. The patient did not experience any adverse effects due to this occurrence.